Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs which confirmed that a spear through is present on the device. There were no signs of use visible in the returned images. The observed bend in the catheter tubing is an indication of the cap being placed after the defect occurred. The reported issue was confirmed. This was evidence to confirm and support a manufacturing process related issue for the reported defect.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter 20ga 1.16in pulled away from the needle prior to use. The following information was provided by the initial reporter: verbatim: ¿catheter plug out from needle¿.

Manufacturer narrative:
The following information had been corrected: b.5. Describe event or problem: it was reported that the bd insyte¿ autoguard¿ shielded IV catheter 20ga 1.16in experienced needle through the catheter in the unit package which was noted prior to use. The following information was provided by the initial reporter: verbatim: ¿catheter plug out from needle¿. The corrected event type, needle through catheter in unit package, is not considered a reportable product defect. This MDR should therefore be disregarded.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter 20ga 1.16in experienced needle through the catheter in the unit package which was noted prior to use. The following information was provided by the initial reporter: verbatim: ¿catheter plug out from needle¿.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter 20ga 1.16in pulled away from the needle prior to use. The following information was provided by the initial reporter: verbatim: ¿catheter plug out from needle¿.